Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage test was performed and passed.. Performing pairing test and passed. Performed share log review and no data was found in the log..the complaint was not confirmed because nothing was found in the cloud data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the smart device showed a transmitter failed error. No additional patient of event information is available. Data was returned and evaluated. The reported event of a transmitter failed error was not confirmed via data. The root cause could not be determined.